Event description:
It was reported that at follow-up, externalized conductors were observed via fluoroscopy. All measurements were within range. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that oversensing and loss of capture were observed on the lead. Lead to be tested.